Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (concentration 500mcg/ml; dose 167.85mcg/day) via an implantable infusion pump. Indication for pump use was intractable spasticity and multiple sclerosis. The patient was seen by the hcp on (B)(6) 2016 and upon checking the pump status, it was noted that elective replacement indicator (eri) had occurred on (B)(6) 2016. The last pump refill was in (B)(6) 2016 and at that time it was noted that the eri was 26 months. There were no programming errors. No pump alarm was heard. The patient was currently in hospice so they planned to wean the patient off the intrathecal medication and not replace the pump. No patient symptoms were reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.